Event description:
During follow-up, a loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead dislodgement. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.